Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -5.5/+0.5/112 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. Claim# (B)(4).